Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that two speedband superview super 7 devices were used in the esophagus during a band ligation procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the handle was turned; however, the bands would not deploy. Another attempt was made to turn the handle but the band fell off without ligating the varices. A second speedband device was used but the bands fire at the same time over the varices. The procedure was completed with another speedband superview super 7 device. Additionally, there was no difficulty in setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.